Event description:
Reportable based on device analysis completed on 01-jun-2022. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but the device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with struts lifted and pulled. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.